Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿down arrow¿ button was intermittently responsive. Patient stated that there was no trauma and no moisture ingress to the pump. In a separate call, patient stated that the buttons are worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.